Manufacturer narrative:
Evaluation summary: the pt was (B)(6), a bmi of 30 or greater is considered obese. Revision notes indicate that the pt's bmi was (B)(6) at the time of revision. As such, the operative notes state several increased risks such as higher rates of component loosening, component mal-position, wound drainage, and instability. Large, non-contained femoral defects were noted. X-rays were not provided, therefore, fit and orientation could not be evaluated. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to loosening of the femoral component.